Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The sys was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not display a fluoroscopic image. This rendered the sys unusable. There is no report of injury or death associated with this event.